Manufacturer narrative:
See regulatory report #3004209178-2018-22457, for other implantable neurostimulator (serial # (B)(4)) involved in this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported on (B)(6) 2018, the patient was at the neurologist who made adjustments to the ins. The patient stated when he left the office, he felt pretty good, but maybe 15 minutes after, he started slobbering more, his left hand and left leg started shaking more, and the symptoms began to get worse. The patient stated he thought the doctor made an adjustment to two of the three settings on the ins, but could not remember. The patient stated the night prior to the report, when the patient's wife went to charge the patient's ins (which they charged every other day), she noticed the right implant was turned off. The patient's wife turned his therapy on and "it sent his tongue back into the back of his throat. He could not breathe, talk or move hardly". The patient stated he was unable to communicate with his wife, but his wife was able to turn therapy off. The patient was calling for assistance to get it fixed/evaluated and turned back on. The patient mentioned having a "similar sort of incident" that the health care professional (hcp) took care of before. The patient mentioned he tried calling the hcp, but had not been able to reach them yet stating they didn't call back. During the call, the patient requested assistance in adjusting stimulation. During the call, stimulation was successfully decreased from 7.00 down to 6.60, when the lower limit was reached. The patient mentioned, while making adjustments, he felt "little shocks" and was not sure if it was from adjusting the ins or from the cell phone. The patient moved the cell phone and the issue resolved. The patient opted to try to turn therapy on at 6.60v. When the ins was turned on, the patient stated his tongue again started moving back into his throat, so his wife turned therapy off again, which resolved the adverse event. The patient mentioned "this time it was gradual "stating last night when therapy was turned on, it was immediate. The caller was redirected to follow-up with the hcp. No further complications were reported or anticipated.